Event description:
It was reported that a spectrum pump had a door latch error. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported door latch error was confirmed through review of the event history log as well as reproduced during the investigation after loading a set and closing the door. This condition was determined to have been caused by loose link screws. The link screws were replaced.